Event description:
It was reported that the pump exhibited a super cap error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked right and bottom plunger case along with a missing battery. The tamper seal was removed. Review of the event history log (ehl) showed super cap post error. A functional test was performed and the reported issue was duplicated. Super cap post error was found at power up and the device went into blank screen and exhibited a constant alarm. It was determined that the cause was due to the main pcb and interconnect pcb. As a result, the main pcb and interconnect pcb were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown